Manufacturer narrative:
All facts/observations show that the failure of the osteotomes were caused by very high bending respectively torsional loads during surgery indications for material or manufacturing related failures were not found in the investigation. Based on the statistical eval no indication was found for any device related issue.

Event description:
During surgery, the surgeon used osteotome. When hitting it with a hammer, the tip of two osteotomes broke and one osteotome bent.